Event description:
The clinician reported that nearly six and a half months after the dental implant was placed, in ada site #7 of the patient's mouth, failure of implant was verified. Bone type iii and immediate extraction site were involved in this event. Bone graft was placed. The device was forwarded to the manufacturer for investigation. No further complications were observed.